Manufacturer narrative:
The thermogard console (B)(4) was evaluated at the customer site. The customer reported complaint of the thermogard console displaying an unknown alarm was confirmed based on the event log review, the unknown error message observed by the customer was tcmid:05 (coolant diff failure) error. The root cause for the reported complaint was a defective lm-34 temperature sensor, likely due to a defective component. Upon visual inspection, no physical damage was observed. The thermogard console passed the initial functional testing without any fault or error. The event log was reviewed and noted the occurrence of multiple tcmid:05 error messages on the customer's reported event date. The lm-34 temperature sensor was replaced to address the tcmid:05 error. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console sn (B)(4).

Event description:
During the device setup for patient use, the thermogard console (B)(4) displayed an unknown alarm. Another console was used to continue the treatment. No consequences or impact to patient.